Event description:
The dist called to say the account reports the device was used during gyn procedure. It was reported the eth04 would cut but not cauterize. Another was opened to complete the case. There was no consequence to the pt.